Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, they had a reflux procedure and were inquiring how far in advance they should have stopped taking their medication (proton pump inhibitors). The patient states their physician had told them to continue taking the medication. On the day of the procedure the patient states they had pressed the symptom button for chest pain multiple times, and when they spoke to someone from the physicians office she explained what she was experiencing and was told to take bentyl, but this did not help the pain. The patient also states that the recorder displayed an error message and stopped working before the end of the procedure, but the physician informed the patient that the test was successful. There was no harm to the patient and the information on the physicians office has been requested.